Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated yesterday they went to charge the implant and turn the stimulator on. Patient stated when they tried to turn the stimulation back on, it wouldn't come on. Patient said they tried a couple different times and they were able to get one setting on, then this morning the stimulation shut down completely. Patient spoke with a manufacturer representative (rep) today and they went through a series of things, and the patient was able to charge and get the battery back on one of the settings, but the other two settings didn't work. Patient stated they were on group a all the time, but when they go to turn stim back on last night, group a wouldn't work, so they tried group b and c and the only one that would work was group b. Agent asked patient to connect with the controller and controller show 100%, implant 100%. Patient was on group b with 1 program at 4.0v. Patient increased the intensity but they weren't feeling the stimulation like they used to. Patient said they could feel the stimulation move up and down in their head, but if they increase the intensity, the wire gets too tight. Patient did not want to increase the intensity again, because they didn't want to get shocked, they just felt different. Agent asked patient to try group a and they have one program and they tried increasing the intensity level and getting message settings not available, cannot provide your desired intensity settings on group a and c. Agent reviewed the meaning of the message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient stated she was texting rep while on the call with agent.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.